Event description:
Follow up MDR submitted to update the investigation details MDR submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed" while the doctor went to replace a metallic biliary stent ,the doctor faced a problem to introduce the wire guide inside the stent related to an occlusion inside the rapid exchange area ,the doctor complains for that and re-turn the metallic stent for us ,please let me the reason for that !!!! This is the detail¿s for this stent . Metallic biliary stent code no evo-fc-10-11-6-b ref g23134 date of manufacture 12/11/2016 date of expiry 12/11/2018 lot number c1294820, "as per complaint form": after we inserted a guide wire access in the cbd we started to introduce the stent over the guide wire ,suddenly the wire stuck inside the guide wire lumen.

Manufacturer narrative:
(B)(4). In addition to the aforementioned additional information, the following was also received: firstly, "was the stent partially deployed in the patient? Yes" is this information correct? If the device could not be fully loaded onto the wire guide the stent should not have been deployed at all. The stent is not deployed partially inside the patient because the stent already did not loaded onto the guide wire. Secondly, the complaint form states that there were no adverse effects to the patient but then says that the product caused or contributed to the adverse effects, these 2 answers contradict each other, can this information be clarified please.? We review our report and we mentioned yes by mistake we correct it. Finally, just for total clarification can it be confirmed for definite if the evo device made contact with the patient? No and the size of the wireguide used.0.035 how did they finished the procedure, did they use another evo device or competitor¿s device or did they stop the procedure & not place any stent when the problem was encountered? They used competitor device. ¿¿¿while he was in the procedure to place the biliary stent into the patient cbd ,after he opened the stent he found the stent guide wire lumen was totally blocked and there is no ability to perform the procedure by the stent ,then the endoscopy staff bring another stent from other competitor to complete the procedure¿ root cause: as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, a possible cause for the issue encountered may be that no curve may have been applied to the sheath which can help pass the wire guide through the zip port. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Product manager has previously sent an email to all the relevant evolution biliary managers representatives and local product specialists containing an in-service tip, a slight curve needs to be applied with the zip port facing upwards to help the wireguide to easily exit the zip port. This may not have been completed by the customer. Summary: the customer complaint is considered to be confirmed based on customer testimony. From the information provided there were no adverse effects to the patient as a result of this incident. They used competitor device to complete to procedure. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Follow up MDR submitted to update the investigation details MDR submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed" while the doctor went to replace a metallic biliary stent ,the doctor faced a problem to introduce the wire guide inside the stent related to an occlusion inside the rapid exchange area ,the doctor complains for that and re-turn the metallic stent for us ,please let me the reason for that !!!! This is the detail¿s for this stent. Metallic biliary stent code no evo-fc-10-11-6-b ref g23134 date of manufacture 12/11/2016 date of expiry 12/11/2018 lot number c1294820, "as per complaint form": after we inserted a guide wire access in the cbd we started to introduce the stent over the guide wire, suddenly the wire stuck inside the guide wire lumen.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. In addition to the aforementioned additional information, the following was also received: firstly, "was the stent partially deployed in the patient? Yes" is this information correct? If the device could not be fully loaded onto the wire guide the stent should not have been deployed at all. The stent is not deployed partially inside the patient because the stent already did not loaded onto the guide wire. Secondly, the complaint form states that there were no adverse effects to the patient but then says that the product caused or contributed to the adverse effects, these 2 answers contradict each other, can this information be clarified please.? We review our report and we mentioned yes by mistake we correct it. Finally, just for total clarification can it be confirmed for definite if the evo device made contact with the patient? No and the size of the wireguide used.0.035 . How did they finished the procedure, did they use another evo device or competitor¿s device or did they stop the procedure & not place any stent when the problem was encountered? They used competitor device. ¿¿¿while he was in the procedure to place the biliary stent into the patient cbd ,after he opened the stent he found the stent guide wire lumen was totally blocked and there is no ability to perform the procedure by the stent ,then the endoscopy staff bring another stent from other competitor to complete the procedure¿ root cause: as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, a possible cause for the issue encountered may be that no curve may have been applied to the sheath which can help pass the wire guide through the zip port. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Product manager has previously sent an email to all the relevant evolution biliary managers representatives and local product specialists containing an in-service tip, a slight curve needs to be applied with the zip port facing upwards to help the wireguide to easily exit the zip port. This may not have been completed by the customer. Summary: the customer complaint is considered to be confirmed based on customer testimony. From the information provided there were no adverse effects to the patient as a result of this incident. They used competitor device to complete to procedure. Complaints of this nature will continue to be monitored for emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The complaint information reported was as follows: ¿we would like to tell you something that happened with us on the last week during one of procedure while the doctor went to replace a metallic biliary stent, the doctor faced a problem to introduce the wire guide inside the stent related to an occlusion inside the rapid exchange area, the doctor complains for that and re-turn the metallic stent for us, please let me the reason for that!!!! This is the detail¿s for this stent. Metallic biliary stent code no evo-fc-10-11-6-b ref (B)(4) date of manufacture 12/11/2016 date of expiry 12/11/2018 lot number c1294820 , as per complaint form: after we inserted a guide wire access in the cbd we started to introduce the stent over the guide wire ,suddenly the wire stuck inside the guide wire lumen¿ the following additional information was provided: ¿1) can I confirm what is the rapid exchange area? The first 25 cm of the stent. 2) did this incident occur when the physician was attempting to load the wire guide into the evo device, prior to patient contact? No , after the physician have an access on the cbd. 3) was the stent partially deployed in the patient? Yes. 4) did the patient require and additional procedures or intervention as a result of this incident? No¿ additional clarification was provided 18-dec-2017 - "the stent is not deployed partially inside the patient because the stent already did not loaded onto the guide wire." The device involved in this complaint was not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, a possible cause for the issue encountered may be that no curve may have been applied to the sheath which can help pass the wire guide through the zip port. The customer complaint is considered to be confirmed based on customer testimony. The product manager has previously sent an email to all the relevant evolution biliary managers representatives and local product specialists containing an in-service tip, a slight curve needs to be applied with the zip port facing upwards to help the wireguide to easily exit the zip port. This may not have been completed by the customer. A review of the manufacturing records for the evo-fc-10-11-6-b device revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot #, upon review of complaints this failure mode has not occurred previously with this lot # the delivery system description in the IFU informs the user that "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide". The size of the wire guide used has been requested from the rep but has yet to be provided. On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. From the information provided there were no adverse effects to the patient as a result of this incident. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". While the doctor went to replace a metallic biliary stent ,the doctor faced a problem to introduce the wire guide inside the stent related to an occlusion inside the rapid exchange area ,the doctor complains for that and re-turn the metallic stent for us ,please let me the reason for that !!!! This is the detail¿s for this stent . Metallic biliary stent code: no evo-fc-10-11-6-b, ref (B)(4), date of manufacture: 12/11/2016, date of expiry: 12/11/2018, lot number c1294820. "As per complaint form": after we inserted a guide wire access in the cbd we started to introduce the stent over the guide wire ,suddenly the wire stuck inside the guide wire lumen.